Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. Insufficient information is available for event verification; therefore, no da vinci system or instrument logs are available for review.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the maryland bipolar forceps (mbf) instrument inadvertently pierced the common iliac artery, resulting in bleeding. The injury occurred while the instrument in the surgeon's right hand was being replaced and the mbf instrument on his left hand was manipulated outside of the field of view. The surgeon does not believe that a da vinci system, instrument, and/or accessory caused or contributed to the injury; rather it was a surgical technique issue. The estimated blood loss was more than 2000 ml and the patient required a blood transfusion, although the exact amount was not specified. The procedure was converted to open surgery, where cardiovascular surgeons successfully achieved hemostasis. The procedure was completed and the patient did not experience any post-operative complications.